Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label, unapproved, or contraindicated use (implanting thoracic device in the abdominal). (B)(4).

Event description:
This patient underwent surgical treatment of large aorto-iliac aneurysms with a bifurcated aorto-bifemoral graft many years ago, and subsequently developed a juxtarenal aneurysm between the renal arteries and the top of the graft. This was repaired with the off-label use of a 26mm thoracic stent-graft a few years ago. The patient now presents with a type I proximal endoleak, and an aaa sac that measures maximally 7.0cm. This likely reflects progressive degeneration and dilatation of the juxta/pararenal aorta.

Event description:
The review of returned films from 4 years post-implant revealed that a 4 stent length talent proximal extension (8cm total length) was placed just below the renals. The distal 2 stents (4cm) are floating within the aaa, and has likely been placed into the previous open repaired aaa graft. There is a proximal type I endoleak. The proximal stent graft od (neck ID) is 29mm (little stent graft apposition) and is very calcified, and the distal stent graft od within the sac is 25mm. The max diameter aaa is 7.5cm, and is filled with thrombus (2.5cm flow lumen). Earlier follow-up images were not provided.

Event description:
A talent thoracic stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had an open aaa repair 30 years ago. Approximately, four years ago, the patient developed a proximal aortic aneurysm; which was repaired with a 26 mm talent thoracic stent graft. A recent cta shows a recurrent proximal type I endoleak. The proximal neck now measures 29 mm in diameter. The physician does not know the cause of the endoleak. The patient is being monitored by the physician. No clinical sequelae were reported and the patient is fine.